Event description:
It was reported that a neurologist's handheld would fail to power on after being plugged into the ac supply since last use. The neurologist performed a soft and hard reset, but the issue prevailed. A replacement handheld was sent to the neurologist and the old handheld was returned to the manufacturer. At the moment, the returned handheld is currently undergoing product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.